Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an episode of supraventricular tachycardia (svt), but the device withheld detection for the episode. The device was reprogrammed by turning onset on to monitor. The device remains in use. No patient complications have been reported as a result of this event.